Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 8mm synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was introduced about three-fourth into the guide, the shaft of the catheter broke. The broken device together with the wire and guide was then pulled out at once. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 8mm synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was introduced about three-fourth into the guide, the shaft of the catheter broke. The broken device together with the wire and guide was then pulled out at once. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 218 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner/outer polymer extrusion and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).